Event description:
The reporter stated that the surgeon inserted a toric silicone single piece lens model aa4203tl lens and noticed the lens was torn. The surgeon cut the lens to remove it without enlarging the incision and replaced it with another model lens. No patient injury.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off and is missing on the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.